Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc), out-of-range (oor) pacing impedances, noise and sensing issues. An x-ray was going to be taken, but it is believed that the device setscrews may possibly be loose. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.